Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation analysis of the returned xience prime noted the stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the distal end of the stent implant was stretched over the tip. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending (lad) artery with heavy tortuosity. Pre-dilatation was performed and the 2.5 x 33 mm xience prime stent delivery system (sds) was advanced; however, the xience prime stent met resistance with a previously implanted stent in the mid lad. The sds was removed; however, resistance was met with the previously implanted stent, and the xience prime stent became stretched. A new sds was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.